Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was bent. The comb was replaced and resolved the reported issue. Review of the previous repair record identified the comb was damaged and replaced, which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that the during testing it was found that all blades were damaged/bent. There was no harm to the patient. No adverse event was reported as a result of this malfunction.